Event description:
Note: a full audit of all legacy complaints since the inception of the company (2007) was conducted to assure any non-conformities that may exist from earlier yrs were discovered and properly documented and addressed. During the audit this reportable event was identified and is now being submitted. Previous personnel had deemed this a non-reportable. This event was to be reported within 30 days of occurring. While implanting a pedfuse pedicle screw, the surgeon torqued the pedicle screw driver at an angle causing the tip of the driver to break off within the head of the pedicle screw. The incident occurred on the last pedicle screw to be inserted for the procedure and the screw was fully seated at the time. Majority of the material within the head of the screw was recovered by the surgeon; this added on to two mins to surgery time. The pedicle screw construct was completed by securing a rod and locking cap over the pedicle screw. This MDR is being filed to address that some material was left with the head of the pedicle screw, but is secured by a rod and locking cap and cannot migrate.

Manufacturer narrative:
The lot history of the pedfuse driver was reviewed and found to be in compliance with quality requirements. Two drivers are also sent with each set to ensure that a backup is available to complete surgery in the case that one is stripped by the surgeon. The field rep confirmed that the surgeon had torqued the driver at an angle, causing the tip to break.